Event description:
The event occurred in italy. It was reported, that the error message ¿head error¿ occurred on the rotaflow console. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in italy. It was reported, that the error message ¿head error¿ occurred on the rotaflow console. No harm to any person has been reported. The reported, failure ¿head error¿ could lead to the pump stop, during treatment. Therefore, a report is required. The affected rotaflow console (rfc), with s/n#: (B)(6) was investigated by a getinge service technician. And the reported, "head error" could be confirmed, on the rfc. The mcp0.0705057, rfc control board kit (article number 701034051) has been replaced. The device passed, all tests according to factory specifications and is back in use. Based on these investigation results, the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined, as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs, and the rota flow drive and /or the control board is damaged. As a result, the rota flow drive and /or the control board has to be replaced. For the affected serial number within the timeframe of the search, no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed, by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system, 4.4, en, 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results, by the getinge sales and service unit. The occurrence rate was calculated for the reported issue. And it was determined, that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program. And additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4: unique device identifier (UDI), since this machine (rotaflow) has been manufactured on 2005. All maquet cardiopulmonary class ii products manufactured until 2015, do not have UDI entries. Therefore, no UDI number is available.